Event description:
Acuvue oasys for astigmatism(batch l0069wq06f,2024-02-13, made in ireland) in the teal-colored blister packs cause blurry vision while wearing. While the lenses in the white and blue blister packs(batch b0168hb03x 2024-04-02, made in USA) have always worked perfectly.